Event description:
It was reported that a patient¿s device was implanted the day of the report, they were trying to connect to the patient¿s device, and they saw a power on reset (por) code. It was noted that this code could only be cleared by a clinician programmer. It was later reported that the cause of the event was that the healthcare provider did not have the correct information to program the device. It was noted that once the patient met with a manufacturer representative the next day, the device was programmed properly. It was reported that the patient did not require hospitalization and the patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0eec2, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).